Manufacturer narrative:
The customer had observed an overall 15-20% shift down in patient results. The customer stated the shifting of patient results occurred after calibrating with a new lot of calibrator. Qc had shown a 15-20% shift down. It is unknown if these results are within the customer's established ranges. Specific qc data has not been supplied to date. There is no indication that service was dispatched for this event. A definitive root cause for the event could not be determined with the data provided.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to lower than expected free t4 results generated by unicel dxi 800 access immunoassay analyzer for an unknown number of patients. The results were reported out of the laboratory. It is unknown if patient treatment was affected.